Event description:
Wheelchair bound pt placed hand and leaned on wheelchair arm-rest and device support designed to secure - lock the arm-rest in place broken sending arm-rest and pt to the ground. The "plastic" part, which broke (fatigue), was permanently secured to the chair by the manufacturer. Pt's weight was within manufacturer's weight specifications. Pt sustained fractured left humerus.